Event description:
Customer reported that the images are very to slow and that an error code is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the hard drive and cine drive, and reloaded software. Sys operates as intended.